Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 441 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained drive stalls or hazard alarms that would indicate a struggle to deliver insulin. Fluid flowed through the entire fluid path without issue. The investigation found no evidence or irregularities that would indicate a bent/kinked cannula. A timeout was observed in the download data at the end of operation. Inspection of the drive mechanism found no damages or defects that would result in the observed timeout. The root cause of the timeout could not be determined.